Manufacturer narrative:
Eval summary: the device was implanted in 2000, and in-vivo approx 10 years before the alleged event of femoral head fracture. The lot of this device is within the scope of a recall in 2001 due to the fracturing of the femoral head. The recall is complete and no further manufacture or marketing of the zirconia femoral head 8118 family occurs. The device was implanted before the recall took effect. No CAPA is required. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Pt presented with fractured femoral head.